Event description:
The MFR received info from a third party service center alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The MFR reviewed the error codes reported by the third party service center and the reported ventilator inoperative condition was not confirmed. The ventilator error codes reported by the third party were service required codes not ventilator inoperative codes. The device's power management board and the cable between the system board and sensor board were replaced to address the issue.